Event description:
Indication: common variable immunodeficiency, unspecified. Home health nurse reports that curlin pump (serial number and expiration date not provided) is showing message of "system timeout" and will not proceed with infusion. Nurse tried turning pump off and on and replacing with new batteries but still getting message. Nurse has supplies on hand to do infusion manually via gravity so that pt will not miss infusion today. No adverse event(s) reported due to product issue. Pharmacy to replace pump. Return material sent for pump associated with event. Availability of pump for investigation dependent upon pt returning it. No further info. Strengths associated with gammagard: 10gm/100m, 5gm/50ml.